Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right ventricular (rv) lead. High impedances were also noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.